Event description:
This complaint is from an academic conference ( percutaneous cardiovascular intervention conference). While treating the target lesion in the right coronary artery (rca), a vessel dissection occurred, and two 2.5 x 23 mm cypher stents, and one 3.0 x 28 mm cypher stent were implanted from the distal end with overlap. Procedure details were unknown. The lesion was flexion, sub-total occlusion, and diffused. Five months later, a coronary angiography was conducted and a stent fracture was observed at the flexion area of the rca, along with restenosis. It is unknown which cypher stent restenosed and fractured or how it was treated.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00984. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.